Event description:
Rapid misfiring and timing issues of inflation of the iabp [intra-aortic balloon pump]. When it failed to give proper support, the patient's blood pressure dropped significantly causing pulseless electrical activity (pea) and there was a brief period of asystole.